Event description:
The complainant reported that the ttp j-tube enteral feeding device that had been previously therapeutically placed in pt (age and gender unknown) was found to have become completely detached from the hub. The physician attempted to remove the tube, but was unsuccessful, as it was found to have migrated to the pt's small intestine. A few days later, the tube was successfully removed from the pt's intestine via the aid of a bowel scope. A replacement j-tube enteral feeding device was replaced in the pt. The complainant indicated that there was no adverse affect on the pt as a result of the reported problem.